Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded up and down buttons on the keypad trace. No button error alarm during testing. The insulin pump has minor scratched lcd window, cracked case at display window corner and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The blood glucose reading was 98 mg/dl. The customer stated that the up arrow button was sticking. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.